Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. Reportedly, the customer dropped the pump. There was no reported adverse impact. Reportedly, the customer reverted to an alternate method of insulin therapy.